Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was reported that the right atrial lead had loss of capture, high impedance, and was apparently dislodged. The right atrial lead was explanted and replaced. It was further reported that the left ventricular lead had high thresholds. The left ventricular lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Additional findings include proximal conductor distorted, distal conductor fracture (overstress), outer insulation breached cut and cosmetic depression, and apparent explant damage. Partial lead in segments returned and analyzed.